Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per additional information updated from ttm on 20mar2026, calibration error 80 on s/n (B)(6). Per review of wo notes - during testing it was determined that the device had a failed chiller. Chiller temperature (t4) was 19.9 and full of water.